Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure while attaching the atrial lead to the implantable pulse generator (ipg), click sounds were heard and the atrial lead came out of the ipg header during the tug test. It was further reported that the atrial setscrew separated from the header and lodged on the wrench. The ipg was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.